Event description:
There was non biological debris observed in the sleeve of the ascent xcel trocar model number cb5lt. Ascent completed their investigation and found that the debris was black fibers. However, they were not able to identify the composition due to the limited size.